Event description:
It was reported that the right ventricular (rv) lead dislodged. The patient moved their arm to catch themselves during a fall, which may be the reason for dislodgement. A revision was performed. The lead remains in use. No further patient complications have been reported as a result of this event.